Event description:
It was reported that the ilet user experienced a low blood glucose episode after lunch when the meal announcement was likely smaller than the amount eaten, and when a subsequent low occurred the user ate a sandwich without announcing a meal. The agent advised treating the low first and to avoid meal announcement so the ilet could correct, after which capillary glucose was confirmed at 94 mg/dl and levels stabilized. Symptoms included hypoglycemia with a nadir of 55 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and caregiver and analysis of the information they provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure for meal announcements and low treatment, and involvement of the user interface as the associated component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.